Manufacturer narrative:
This report is submitted on july 6, 2020.

Event description:
Per the clinic, it was reported that the patient experienced post-operative wound healing impairment at the implant site. The wound dehiscence was treated with oral and topical antibiotics and topical steroids. The patient is continuing to be clinically managed by their healthcare provider.